Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it was confirmed to be dirt. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during annual inspection/maintenance of the evis exera ii duodenovideoscope, the scope had angulation problem. Upon inspection and testing of the returned device, the scope light guide lens had dirt inside due to insufficient cleaning and foreign material (yellowish/brown in color) was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, right/left/up/down knob dirty, connecting tube buckled, due to wear of angle wire, the play of up/down knob out of the standard value, universal cord scratched, adhesive on angle rubber detached, due to deformation of fe lever, up/down knob could not be locked securely, switch scratched, control unit scratched, due to wear of angle wire, bending angle in down/right direction did not meet the standard value, reduced angulation, objective lens chipped, objective lens chipped, due to deformation of fe knob, right/left knob cannot be locked securely. Switch 1 scratched, scope cover dented, due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to wear of angle wire, the play of right/left knob out of standard value. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.